Event description:
During placement of an arterial vascular engineering (ave) coronary stent, the distal tip of the medtronic mustang coronary guide wire coiled up in two previously deployed stents. The guide wire tip then detached. A microvena snare was used to retrieve the detached tip. This resulted in a prolongation of the procedure. No other pt complications were reported by the physician.